Manufacturer narrative:
An event of cardiac arrest, pacing failure, arrhythmia, hypotension and chest pain were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device not returned.

Event description:
The following information comes from the abstract of the "the journal of japan society for clinical anesthesia (jjsca)", vol.37, no.6, 2017, s 331 (p3-am-2-06). We obtained this information through a weekly document retrieval service from an outsourcing company. (Available only in japanese). Title: monitoring after mitral valve replacement for the patient with fabry's disease; report of a case approximately 7 years ago, the patient with chronic renal failure (crf) was diagnosed as secondary cardiomyopathy associated with fabry's disease. Supplemental enzyme replacement therapy was reported to be started. Recently, symptomatic of hypotension due to severe stenosis (ms) and chest pain obviously appeared. Preoperative transthoracic echocardiography (tte) was performed. It revealed mild tricuspid regurgitation (tr), mean pressure gradient (mpg) of 10 mmhg, severe ms and obvious dilatation of left ventricular wall. Later on, mitral valve replacement (mvr) was performed and this 25mm sjm mechanical heart valve (model and serial unknown) was implanted in the patient's mitral position. Simultaneously, left atrial appendage closure was performed. After surgical intervention, the patient was transferred to intensive care unit (ICU). The patient's postoperative mpg was 4.5 mmhg and the function of this valve was noted to be normal. On the 1st postoperative day, patient's hemodynamics became unstable. Continuous renal replacement therapy (crrt) was additionally started. Furthermore, as cardiac arrest occurred for about 10 seconds, atrial pacing was conducted for recovery of cardiac function. On the 7th postoperative day, although pacing failure was confirmed, it improved by chest thump and administration of cilostazol. On the 9th postoperative day, the patient had been doing well. Then while central venous catheter was being removed, arrhythmia, hypotension and episode of chest pain were presented. However these symptoms were spontaneously resolved within a few minutes and also vital sign became normal. Subsequently, crrt was changed to intermittent therapy from continuous therapy. However, as adjustment of dry weight was difficult due to repeated tachycardia and bradycardia, the patient's weight was maintained by transfusion monitoring fluctuation of vascular constriction. On 15th postoperative day, the patient was released from ICU. On 25th postoperative day, the patient was transferred to another hospital. In case of chronic renal failure patient on dialysis who associated with cardiac both enlargement and cardiac conduction disturbance, as difficulties of hemodyamics are concerned, cautious monitoring should be required. We will report this case to pmda as a 30-day complaint report due to serious adverse event. Patient specific information of patient identifier, birthdate and weight are not available for this case. Any further information is unavailable.